Event description:
During an in-clinic follow-up, a drop in battery longevity was observed on the device after it was programmed back to normal settings following a magnetic resonance imaging procedure. Abbott technical support was contacted and noted a diagnostic anomaly had occurred and no true drop in battery voltage occurred. Battery longevity estimate is anticipated to normalize over time. No intervention was performed at this time. The patient was in stable condition.